Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported that thrombus was found on the sheath a left atrial appendage (laa) closure procedure was being performed. The transeptal stick was performed with an unspecified transeptal sheath. They exchanged it for a watchman® access system (was) along with a non-bsc pigtail catheter. The physician was searching for the appendage and was unable to get the pigtail catheter into the appendage, so they took the pigtail catheter out and went up with a non-bsc diagnostic catheter. Before the non-bsc diagnostic catheter got into the left atrium, they noted a thrombus on the tip of was. The physician did not put the entire diagnostic catheter into the left atrium, so they went ahead and pulled it back out of the was. They aspirated the was multiple times and more heparin was administered. They were unable to aspirate the thrombus so they pulled the was back into the right atrium, through the septum and then out of the body. Once the was was outside of the patient they flushed and inspected the sheath. During the inspection they found a thrombus stuck in one of the side holes at the soft tip. They cleaned that all up, flushed the sheath really good, and then they ended up going back in with the same was and completed the case. The activated clotting time (act) at that time was 214 seconds and heparin was not given. Heparin was administered after the was placed inside the laa. A 27mm watchman ® laa closure device was successfully implanted. No patient complaints were reported. The patient woke up neurologically stable and doing fine.